Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Device was received with cracked battery tube threads. Device was received with scratched lcd window. Unable to perform any test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 307 mg/dl. Troubleshooting was performed. The device was returned for analysis.